Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture detected via ultrasound and confirmed during surgery. Device was explanted and replaced.

Event description:
Healthcare professional reported right side rupture detected via ultrasound and confirmed during surgery. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required.